Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the failure is being further investigated under (B)(4). The product returned for evaluation was a 3fr s/l powerpicc provena catheter. The sampled contained red usage residue throughout and white/gray dressing residue on the extension leg. Gross visual evaluation confirmed the presence of a circumferential split in the extension tubing approximately 1mm underneath the luer connector. Microscopic examination of the damage showed that the fracture surface was rough and granular and the damage regions correlated to points where the extension tube appeared to be irregularly adhered to the luer hub. No damage existed in regions of the extension tube which were not tacked to the luer hub. Examination of the fracture surface found striation-like lines which are typical of fatigue based failures. The fracture features at the damage site appeared similar to fatigue damage and flexural fatigue may have been a contributing factor but the damage location and tacking of the extension tube to the luer wall suggest other, unknown, contributing factor(s) may have also been involved. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that several weeks after catheter placement the catheter began to leak near the hub. No other information was provided, but has been requested. There was no patent injury reported. On 3/8/2018 - additional information reported that an external leak occurred near the hub. PICC was removed and a new PICC placed. Patient had PICC replacement via over the wire catheter exchange. Patient was receiving IV antibiotics, e.g. Endocarditis and post knee replacement infection.